Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis as well as hyperglycemia, on unknown date. The customer¿s blood glucose level was 300 mg/dl. Customer was asked to do the troubleshooting but the customer declined because they already knew cause of high blood glucose. Customer also states they had trouble hooking up the transmitter to insulin pump. Customer was assisted and successful in connecting the transmitter to the insulin pump. Customer states while doing the connection of the 2 devices they pulled out the sensor and it was filled of blood. The devices will not be returned for analysis.